Manufacturer narrative:
Concomitant medications included aspirin, bivalirudin, crestor, naproxen, prasugrel, and zocor. Complaint conclusion: as reported by the (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. This is a (B)(6) male patient with medical history including angina, positive functional study for ischemia, family history of coronary artery disease, hyperlipidemia, and smoking within 30 days, osteoarthritis, leg cramps, and migraine. At the time of the index procedure, the angiography revealed 75% stenosis in the proximal circumflex. The indication for the procedure was stable angina and positive functional study for ischemia. The lesion was described as 28mm in length, class c, and de novo. The reference vessel was 3mm in diameter. As planned, the lesion was pre-dilated with a 3 x 15mm balloon at 8atm and a 3 x 33mm cypher rx was implanted at 18atm without post-dilation. At 6-12 hours post index procedure, the ck was 261 (200 unl), ck-mb was 27.2 (6.3 unl) and troponin I was 4.98 (0.04 unl). At 16-24 hours post index procedure, the ck was 260, and the ck-mb was 20.7. It was reported that the pre-procedure enzymes were in their normal limits. As per adjudication report, the ECG core lab reported no new major st-t abnormalities and no q waves, but this elevation of enzymes was later diagnosed as a periprocedural pci based on the received adjudication minutes. There were no device delivery issues and the patient was discharged the following day of treatment on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15077898 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Event description:
As reported by the (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. At the time of the index procedure, the angiography revealed 75% stenosis in the proximal circumflex. The indication for the procedure was stable angina and positive functional study for ischemia. The lesion was described as 28mm in length, class c, and de novo. The reference vessel was 3mm in diameter. As planned, the lesion was pre-dilated with a 3 x 15mm balloon at 8atm and a 3 x 33mm cypher rx was implanted at 18atm without post-dilation. 6-12 hours post index procedure, the ck was 261 (200 unl), ck-mb was 27.2 (6.3 unl) and troponin I was 4.98 (0.04 unl). At 16-24 hours post index procedure, the ck was 260, and the ck-mb was 20.7. It was reported that the pre-procedure enzymes were in their normal limits. As per adjudication report, the ECG core lab reported no new major st-t abnormalities and no q waves, but this elevation of enzymes was later diagnosed as a periprocedural pci based on the received adjudication minutes. There were no device delivery issues and the patient was discharged the following day of treatment.